Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when going into self-test, the internal network information (mac address, firewall model, etc.) Was not detected. All internal component firmware was listed as "unknown firmware". The system also did not shut down all the way, the system booted down into "no signal detected". The uninterruptible power supply (ups) and computer were still running, and the led power button was still lit blue. They were unable to test whether scans could be pushed as site does not do any wired or wireless connection to picture archiving and communication systems (pacs). There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736401, lot number: 1709394787100122 h6) multiple annex a codes were applied to capture the event. Annex a a0718 captures the system not being able to shut down all the way and annex a a23 captures the internal network information being listed as "unknown firmware". H3, h6) the system was serviced in the field and when performing self-test, the firmware was listed as "unknown firmware". Additionally, the system did not shut down all the way, the system boots down into "no signal detected". The uninterruptible power supply (ups) and computer were still running, and the led power button was still lit blue. The network router and mounting bracket were replaced and the system then performed as intended. Codes b01, c07, c13, and d02 are applicable to this system servicing. H3, h6) the product ID: 9736401, lot number: 1709394787100122, was returned to the manufacturer and analysis confirmed the reported event. The legacy checkpoint was found to be faulty. The wide-area network (wan) leds were illuminated when nothing was plugged in and it was unable to connect to the internet. The demilitarized zone (dmz) was unable to pass wi-fi tests, all 8 lan ports failed to ping, and leds don't illuminate. The checkpoint was unable to be factory reset or reconfigured. Codes b01, c02, c13, and d02 are applicable to this returned product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.